Manufacturer narrative:
The pump passed active current test and self-test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. No alarms or alerts noted during testing. Battery cycle 66.0 received the lowbatteryalert (104) on 06/22/2025 12:26:00 after more than 7 days at 7.53 days. Battery cycle 65.0 received the lowbatteryalert (104) on 06/14/2025 17:21:00 after more than 7 days at 11.33 days. Battery cycle 63.0 received the lowbatteryalert (104) on 06/03/2025 08:03:00 after more than 7 days at 17.91 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded electronic assemblies, scratched case, cracked battery tube threads, cracked keypad overlay, missing display cover, pillowing keypad overlay, label damage (stained) and cracked case corner of the belt clip rails near the battery compartment. No alarms or alerts noted during testing. Pump passed active current test and self-test. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board. Confirmed moisture damage to pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery was not lasting as expected. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed for the short battery lifetime, and the pump did not alarm with power error detection. Advised customer to use aa lithium batteries for best results. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1715kl was requested, and the customer's response was that the device would be returned.